Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her sensor readings are inaccurate. As an example, customer stated her sensor reading was 126 mg/dl when her actual blood glucose was 338 mg/dl. Customer was advised of proper sensor insertion and calibration methods. Customer was under calibrating. Sometimes she has issues with the sensors falling out due to sweat. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.